Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-06097. It was reported patient experienced ineffective therapy as the leads had migrated and confirmed via x-rays. As such surgical intervention is expected to address the issue at a later time.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the leads were explanted and replaced with a paddle lead. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined